Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 97 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from truetrack meter to physician meter; observed 40 mg/dl difference between readings; actual results not provided. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 11/30/2016 and open vial date is month of (B)(6) 2015. The meter memory reviewed for fasting test results (date / time not set): (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 97 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Comparison of blood glucose test results by customer from truetrack meter to physician meter; observed 40 mg/dl difference between readings; actual results not provided. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 11/30/2016 and open vial date is month of (B)(6) 2015. The meter memory reviewed for fasting test results (date / time not set): (B)(6).